Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay with a replacement adc device. The replacement device was issued as caregiver had reported low sensor readings as compared to competitor meter. Due to delivery delay, caregiver reported the customer did not have the sensor to monitor glucose and experienced seizure due to hypoglycemia. A glucose result of 29 mg/dl was obtained from unspecified device, and customer treated with oral glucose by caregiver. There was no report of death or permanent injury associated with this event.